Event description:
A vaxcel port was placed for therapeutic purposes approximately 6 months ago (exact date unknown). The complainant reported that a leak was noticed upon flush of the port. During the explant, it was noticed the port catheter had a fracture. The catheter did not migrate. The complainant reported that there was no adverse affect on the patient as a result of the reported procedure.

Manufacturer narrative:
This device has not yet been received by this manufacturer; consequently an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. At this time, we are unable to determine the relationship between the device and the cause for this event.